Event description:
Customer reported receiving a calibration error and a sensor error alert. She stated that these alerts have occurred multiple times. The blood glucose reading was 142 mg/dl. She stated that the sensor error alert occurred while she was sitting down and feeding her baby. It was determined that she followed proper insertion techniques. She stated that the alert occurred after the initialization period and that the sensor appeared to be fully inserted and flat against the skin. The sensors were not expired. She stated that the calibration error alert did not occur as a result of the first calibration attempt after initialization. She was advised to remove the sensor and found that the cannula was bent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.